Event description:
Additional information received reported that the patient experienced poor coupling and the patient was not able to obtain any black bars when recharging.

Event description:
It was reported the patient was ¿unable to charge the implantable neurostimulator (ins) efficiently.¿ the patient was consequently ¿unable to use their pain relief as desired, as he feared depleting the battery completely.¿ the patient¿s system gave the patient ¿full pain coverage¿ initially, but with the ¿charging issues still ongoing¿ at the time of report the ¿patient did not use the ins at all and this had led to an increased length of hospital stay.¿ there were ¿no¿ patient symptoms reported to be associated with the event however and the patient was alive with no injury at the time of report. The patient¿s recharger was replaced as a result of the event; however this did not initially resolve the issue. X-ray examination of the patient by their healthcare providers (hcps) concluded ¿the ins was not flipped and was not implanted deeper than 1cm under the skin.¿ it was noted the recharging ¿eventually became possible.¿ the patient received ¿effective therapy along with effective charging¿ and ¿the patient was doing very well and had been allowed to go home.¿ the patient was reportedly ¿kept in the hospital for four days longer than usual¿ due to the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was struggling to recharge the battery and was only get 2 bars. The outcome was an ongoing event. No diagnostic tests were performed. The patient had physical difficulties with recharging. There was no signs or symptoms reported. The device was interrogated and the battery was discharged and needed recharging. The event was related to the device or therapy and possibly related to the procedure.